Event description:
It was reported that the patient underwent a surgical procedure to revise the artificial urinary sphincter (aus) due to recurring incontinence. The aus cuff and pump were explanted and replaced with a new aus cuff and pump. There were no patient complications reported.